Event description:
It was reported that this implantable cardioverter defibrillator system had many stored atrial fibrillation (af) events. Technical services analyzed device episode data and determined that these were inappropriate atrial tachy response episodes due to far-field oversensing of the ventricular signal by the right atrial (ra) lead. Health care professional was wondering why all the events could not be viewed by remote monitoring. Ts explained that this was due to device programming. Reprogramming was advised as troubleshooting. No adverse patient effects were reported. Currently, this ICD system remains in service.